Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the ok button was worn. The patient denied any tactile changes to the keypad buttons. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved.